Event description:
Caller reported a malfunction on the pump, specifically a malf 0 code, which showed no adverse impact to the customer's blood glucose level. Customer had not reset the pump for this malfunction before, so technical support provided instructions to reset the pump, and the pump continued to function properly after resetting. Customer acknowledged the instructions and was advised to call back if the malfunction code recurs.